Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Product ID tm90t0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen and morphine via an implantable pump for non-malignant pain and spinal pain. It was reported that the reason for the call was the patient reported the communicatorwas not connecting to the handset for the past few weeks or month. The patient stated she was not able to deliver a bolus and she was missing the bolus because they run out of time and the device took a long to find the implant. The patient stated the device was not connecting to the implant. The patient stated she got 5 bolus a day. The patient stated this personal therapy manager (ptm) was for her lumbar pain pump. The agent assisted patient with clearing the data and resetting the handset and communicator, and the patient was able to connect to the pump and deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue.